Manufacturer narrative:
(B)(4). B5: describe event or problem - additional . D9: device returned to manufacturer - additional . D9: date device returned - additional . H2: type of follow up - additional information/device evaluation . H3: device evaluated by manufacturer - additional . H3 evaluation included - additional . H6: adverse event problem - additional.

Event description:
It was reported that the sensor deployed on its own. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. Product was provided for investigation. An external visual inspection was performed and passed. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.